Event description:
It was reported that during a ptca procedure, the shaft of the liberte stent delivery system broke. The lesion being treated was located in the distal right coronary artery (rca). The physician advanced the delivery system through the guide catheter with some resistance. Before reaching the lesion the shaft "fractured in two". Part of the shaft was located outside of the toughy so both pieces were able to be removed without incident. There were no reported pt complications. Pt status listed as "ok".